Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a damaged and cracked plunger case. The tamper seal was broken. Review of the event history log (ehl) showed force sensor test." The device was powered on and inspected during the functional test and the reported issue was duplicated. The back of the main board was contaminated. As a result, the main board was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event is unknown. Including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a keypad and plunger sensor issue. The patient involvement is unknown.